Manufacturer narrative:
Evaluation of the first returned pod coil confirmed that the embolization coil was detached from the pusher. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly and the pull wire was retracted out of the pusher assembly ddt. This type of damage typically occurs during a successful detachment and likely contributed to the embolization coil detaching from the pusher assembly during the procedure. Evaluation of the second returned pod coil could not confirm the reported embolization coils inability to form its intended shape. Further evaluation revealed that the pod coil was returned retracted through its introducer sheath. During functional testing, the pod coil was re-sheathed to its starting position within the introducer sheath with resistance. Then, the embolization coil was able to be advanced through the introducer sheath without an issue and formed its intended shape. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils, a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. It was noted that the patient¿s anatomy was moderately tortuous. While advancing a pod coil through the microcatheter, the physician experienced resistance and, subsequently, noticed that the pod coil had unintentionally detached in the mid-shaft of the microcatheter. The physician then attempted to push the pod coil from the microcatheter using a guidewire; however, it was unsuccessful. Therefore, the microcatheter containing the detached pod coil was removed from the patient. Next, the physician successfully implanted four coils using the microcatheter. While attempting to implant a pod coil, the pod coil would not take its intended shape in the target vessel. It was reported that the physician was unable to form a loop of the pod coil in the target vessel. The physician then retracted the pod coil and flushed the pod coil and the pusher assembly. While attempting to re-advance the pod coil, the physician experienced resistance and the pod coil became stuck. Therefore, the pod coil was removed. The procedure was completed using three pod packing coils (pod pc) and the same microcatheter. There was no report of an adverse effect to the patient.